Event description:
It was reported that "internal component of seal reducer valve came disconnected from the product and fell into the abdomen of the patient." The seal was retrieved.

Manufacturer narrative:
The device has been returned to conmed for evaluation. Once the investigation is completed, a supplemental report will be filed.